Event description:
The biomedical engineer reported that they cannot access the caliper measurements in the full disclosure screen at the central nurse's station (cns). Additionally the nic (network interface controller) was not staying connected to the port on the cns, causing network connection issues.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) reported the cns-6201a (pu-621ra sn: (B)(6) could not access caliper measurements. When they attempt to access caliper measurements in full disclosure, the screen would blink and take them back to the "all beds" screen. The unit was also reported to have issues with connection to the network. Service requested: repair . Service performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: there was no physical damages while initial evaluation. Verify the complaint: can't access caliper measurements on the cns. When attempted to access caliper measurements in full disclosure the screen blinks and takes them back to the bed screens. Problem reported could not duplicated. We checked the nic ports and observed that the metal cover port/0 was loosed. Recommend to replace however, both hard drives was out of warranty since 05/2018. We recommends replace the following parts below: 9000006111a hard drive, 500gb, cns-6201 2 ea 9000006165 cns, motherboard set 1 we replaced the following parts below and issue is resolved. 9000006111a hard drive, 500gb, cns-6201 2 ea 9000006165 cns, motherboard set 1 ea all the malfunctioning part(s) were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. Investigation conclusion: the root cause of the caliper measurements issue could not be determined as nka repair center evaluation was unable to duplicate the reported issue. The root cause of the network connection issue is determined to be damaged/loosened nic port. The overall risk, as determined from the product of probability (rare) and severity (insignificant), is determined to be low. The repaired unit was returned to customer on 02/24/20 and no further issues have been reported. The following fields contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2: concomitant medical product information . Additional information: b4. Date of this report. D10: device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H3: device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that they cannot access the caliper measurements in the full disclosure screen at the central nurse's station (cns). Additionally the nic (network interface controller) was not staying connected to the port on the cns, causing network connection issues. The customer was advised to send the unit in for repair, but the unit has not yet been received by nihon kohden. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical product information.

Event description:
The biomedical engineer reported that they cannot access the caliper measurements in the full disclosure screen at the central nurse's station (cns). Additionally the nic (network interface controller) was not staying connected to the port on the cns, causing network connection issues.